Manufacturer narrative:
This product is distributed outside the united states, but is similar to us distributed stent delivery systems.

Event description:
After delivering the sds to the target lesion, a crack in the hub was discovered while pulling negative to prep the device. The stent delivery system was removed from the pt and replaced with a new one. There was no pt injury. The physician believes that the crack must have been present beforehand, not inflicted by the user. Pt and target vessel info are not available as per the qualrap. The product has been returned for eval and testing; however, the engineering eval has not been completed. Add'l info will be submitted within 30 days of receipt.